Event description:
Additional information received per the medical records indicate that the patient has a history of hypertension, smoking, left hemothorax, umbilical hernia repair, gastric reflux disease, osteoarthritis, bilateral inguinal hernia repair, cervical fusion, fusion l5-s1 with diskectomy, lower extremity claudication, hiatal hernia, tachycardia, cervical fusion, chronic left foot numbness following spine surgery, degenerative joint disease with right knee surgery x 6, depression, venous stasis changes, restless leg syndrome and neuropathy, recurrent pulmonary embolism (pe) and deep vein thrombosis (dvt) while on coumadin. One week prior to the filter placement a computed tomography (CT) angiogram was performed and noted multiple pe, moderate sized hiatal hernia, bibasilar atelectasis, and fatty infiltration of the liver. Two days prior to the filter implant a CT of the abdomen was performed and noted bibasilar atelectasis, and bilateral renal cysts. The indication for the CT scan was abdominal pain and diarrhea. According to the medical records the indication for the filter implant was recurrent pulmonary embolus and deep vein thrombosis. The filter was placed via the right internal jugular vein and deployed in the infrarenal ivc. Approximately nine months after the index procedure the patient presented with nausea, vomiting and diarrhea. The patient was diagnosed with gastritis. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc) and tilt approximately twelve years and seven months post implant. The patient also reported chest pain and tightness due to the tilted filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a tilted filter with its tip against the inferior vena cava (ivc) wall and perforates the aorta. The patient reported becoming aware of the filter tilt and perforation of filter struts outside the ivc approximately twelve years and seven months post implant. The patient also reported chest pain and tightness due to the tilted filter. According to the medical record the patient has a history of hypertension, smoking, left hemothorax, umbilical hernia repair, gastric reflux disease, osteoarthritis, bilateral inguinal hernia repair, cervical fusion, fusion l5-s1 with diskectomy, lower extremity claudication, hiatal hernia, tachycardia, cervical fusion, chronic left foot numbness following spine surgery, degenerative joint disease with right knee surgery x 6, depression, venous stasis changes, restless leg syndrome and neuropathy, recurrent pulmonary embolism (pe) and deep vein thrombosis (dvt) while on coumadin. One week prior to the filter placement a computed tomography (CT) angiogram was performed and noted multiple pe, moderate sized hiatal hernia, bibasilar atelectasis, and fatty infiltration of the liver. Two days prior to the filter implant a CT of the abdomen was performed and noted bibasilar atelectasis, and bilateral renal cysts. The indication for the CT scan was abdominal pain and diarrhea. According to the medical records the indication for the filter implant was recurrent pulmonary embolus and deep vein thrombosis. The filter was placed via the right internal jugular vein and deployed in the infrarenal ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Pain does not represent a device malfunction and may be related to underlying patient specific issues or comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section a3:&nbsp; the correct gender is male.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a tilted filter with its tip against the inferior vena cava (ivc) wall and perforates the aorta. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter is tilted with its tip against the inferior vena cava (ivc) wall and perforates the aorta. . As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.